Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. A 38 x 3.00 mm promus premier drug-eluting stent was advanced for treatment. However, the balloon of the stent was stuck on a non-boston scientific guidewire after the stent was deployed and could not withdraw normally. The whole system of guidewire, stent balloon and guide catheter were withdrawn together. The guide catheter and guidewire were re-inserted, and the procedure was successfully completed.